Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the she found a bubble inside the reservoir. Blood glucose value is unknown. The customer declined troubleshooting. The customer also mentioned that the screen on the insulin pump went black due to being in high temperatures; the issue was resolved by stabilizing at room temperature and the device passed the selftest. The customer was advised to change the reservoir.